Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "low" on the continuous glucose monitor, and the bg meter. Reportedly, customer did not eat normal amount of carbohydrates. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.